Manufacturer narrative:
The reported events of failure to sense, failure to capture, and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray inspection of the lead revealed no anomalies.

Event description:
It was reported that loss of capture, loss of sensing, and high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. Two different surgical cables and connector sleeves were tested on the rv lead, however, the electrical anomalies persisted. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.